Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, it was observed that the device's display was fractured. The device's display needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text: device was evaluated by third party service center.